Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. It was determined that the loss of connection was related to the mobile application. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the transmitter and display device were unable to complete a data transfer. No injury or medical intervention was reported.